Manufacturer narrative:
Primary left mako tka. It was reported that a bone pin broke in the patient's tibia. The surgeon reported the portion in the patient's bone would not be removed as the removal would cause more harm to the patient. Surgery was completed with no delay. Patient's bone quality was "good". The rep was not present for the procedure and does not know which of the hospital's 3 robots were used. The rep may be able to obtain the operative report and post-op x-rays, but no further information will be released by the hospital or surgeon. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 513 devices were manufactured and accepted into final stock on 10/29/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 213524, l/n 48840618 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened.

Event description:
Primary left mako tka. It was reported that a bone pin broke in the patient's tibia. The surgeon reported the portion in the patient's bone would not be removed as the removal would cause more harm to the patient. Surgery was completed with no delay. Patient's bone quality was "good". The rep was not present for the procedure and does not know which of the hospital's 3 robots were used. The rep may be able to obtain the operative report and post-op x-rays, but no further information will be released by the hospital or surgeon.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Primary left mako tka. It was reported that a bone pin broke in the patient's tibia. The surgeon reported the portion in the patient's bone would not be removed as the removal would cause more harm to the patient. Surgery was completed with no delay. Patient's bone quality was "good". The rep was not present for the procedure and does not know which of the hospital's 3 robots were used. The rep may be able to obtain the operative report and post-op x-rays, but no further information will be released by the hospital or surgeon.